Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation), patient' condition affected effectiveness of device (severely calcified lesion, moderately tortuous with 90% stenosis, no results available since no evaluation performed (device or procedural images not returned for analysis). Evaluation conclusions: inherent risk of procedure (stent deformation), device failure/lack of effectiveness related to patient condition (severely calcified lesion, moderately tortuous with 90% stenosis), unable to confirm complaint (device or procedural images not returned for analysis). (B)(4).

Event description:
It is reported that the physician was attempting to treat a severely calcified lesion in the cx artery with a 2.25 x 8 mm resolute integrity drug eluting stent. The lesion was moderately tortuous and exhibited 90% stenosis. The 2.25 x 8 mm resolute integrity was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed on the device with no issues noted. The lesion was pre-dilated with a 2.0 x 6 mm sprinter legend, 2.0 x 10 mm sprinter legend, and a 2.0 x 12 mm sprinter legend. The physician attempted to cross the lesion with a 2.25 x 12 resolute integrity device, but was unable to cross on two occasions. The device was inspected prior to use with no issues noted. After the device failed to cross the lesion, the physician removed it from the patient. Significant stent deformation was noted. Excessive force was not used. The physician completed the procedure successfully using two resolute integrity stents, of size 2.25 x 8 and 2.25 x 12, in the "crx".